Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incidents and/or complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported separation is related to a potential product quality issue. In this case, although the account reported that there was no difficulty experienced during removal, based on the returned device, the noted stretching on the device and jagged material is indicative of difficulty and/or handling during removal which likely led to the reported separation. Additionally, the investigation determined the reported patient effects of unexpected medical intervention, surgical intervention and hospitalization appear to be related to circumstances of the procedure. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 65% stenosed lesion in the ostial right coronary artery (rca). The 4.5x15mm nc trek balloon dilatation catheter (bdc) was used in the procedure for dilatation and the tip of the balloon broke off in the vessel. A snare device was used to attempt to remove the separated portion of the bdc; however, could not be removed. The patient was transferred to vascular surgery and the separated portion of the bdc was removed in surgery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 65% stenosed lesion in the ostial right coronary artery (rca). The 4.5x15mm nc trek balloon dilatation catheter (bdc) was used in the procedure for dilatation and the tip of the balloon broke off in the vessel. A snare device was used to attempt to remove the separated portion of the bdc; however, could not be removed. Therefore, the patient was transferred to vascular surgery and the separated portion of the bdc was removed in surgery. There was no adverse patient sequela. No additional information was provided.